Manufacturer narrative:
Per the hospital, their cleaning records show the scope was cleaned and sterilized on (B)(6) before the 1st patient's procedure and after the 1st procedure before the 2nd patient's procedure on (B)(6) 2016. The scope was not used between these 2 procedures. The hospital's infection prevention team was working on the investigation and they told us they only cleaned/flushed the device after 2nd patient but did not sterilize it so they could send it to an outside lab to conduct the testing. They received the testing results back and they were negative for growth of e. Faecalis on this scope. Although the hospital indicated the scope has been returned to us, we could not identify a return after the event. We are working with hospital to determine the location of scope. No further infections have been reported. Hospital had it tested by an outside lab.

Event description:
Allegedly, the doctor performed a urological procedure on a patient. The patient was released on (B)(6) 2016, but came back on (B)(6) 2016 exhibiting symptoms of fever; his blood culture confirmed presence of e. Faecalis infection. He was treated and released.